Event description:
A pt underwent acl reconstruction with mitek, rigidfix st tibial & femoral cross pins. After 6-weeks pt returned with pain. Re-arthroscopy showed intrarticularly 2 loose parts of the cross pins. No further info has been rec'd at this time. As surgical intervention occurred as a result of this situation an MDR is being filed to document the event.